Event description:
Rptr received phone call from ER stating the pt presented in the ER at 5 am with a broken hickman cath. The cath was repaired, but it should remain unused for 24 hrs. ER started a piv and reconnected pt's current bag of primacor. ER instructed the pt to call rptr for any further problems. Rptr will schedule an sn to visit pt 6/28 am to dc piv and restart primacor using the hickman cath. Called pt at home to follow-up. Pt stated the primacor was infusing without problems. Pt will perform the bag change tonight using the same technique. Rptr informed pt to call if they have any questions. Rptr informed pt, a nurse will visit sat. Am to dc piv, assess hickman, and connect primacor.